Manufacturer narrative:
Result: the benchmark dc was kinked approximately 34.5 and 35.0 cm from the hub, the benchmark dc was also kinked and ovalized approximately 7.0 cm proximal from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the benchmark dc was kinked during the procedure, and was not used. Evaluation of the returned device confirmed the failure mentioned in the complaint. The benchmark dc was kinked and ovalized along the shaft. This type of damage typically occurs due to improper handling during use. If the device was maneuvered at an angle while force is being applied, it is likely that damage such as this may occur. The benchmark select catheter was not returned for evaluation. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a benchmark delivery catheter. During the procedure, the benchmark catheter became kinked while advancing in the patient. The benchmark catheter was removed and the procedure continued successfully using another manufacturer's catheter. There was no report of an adverse effect on the patient.